Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced sensor reading discrepancies. Customer¿s blood glucose value from reported event was 239 mg/dl and sensor reading was 169. Blood glucose value at the time of the call was 119mg/dl and sensor glucose was 124 mg/dl. The customer also reported having low blood glucose of 50 mg/dl while sensor was reading 76. Customer declined to troubleshoot for high and low blood glucose values. The insulin pump and sensor will not be returned for analysis.